Event description:
A report was received that the patient underwent a pocket revision due to trouble with charging and telemetry. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Device remains in patient. This is a final report.